Event description:
"Someone" began experiencing more severe allergic reaction while at work, that persisted after they got home. Symptoms began as generalized hives and angioedema that progressed to asthma-like symptoms and hypotensive episodes while at work in the hospital. They suspected the latex gloves in 2000 and switched to only using powder free vinyl gloves. Although the other hospital personnel continued to worsen even after numerous medication adjustments. The physicians declared this person disabled in 2000.